Event description:
The customer reported inaccurate spo2 readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. The spo2 and pulse rate simulator tests did not identify product performance issues related to spo2 and pulse rate.

Event description:
The customer reported inaccurate spo2 readings. No patient impact or consequences were reported.